Event description:
During follow-up, decreased sensing and a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and low sensing. As received, a complete lead was returned in one piece with the helix partially extended and clogged with dry body fluid. Visual examination revealed no anomalies on the lead body. X-ray examination noted the inner coil in the connector region being over-torqued. After cleaning, helix could be extended and retracted normally when torque was applied directly to the inner coil. The full helix extension length was measured within specification. The reported events of loss of capture and low sensing were not confirmed. Electrical tests did not find discontinuities or shorts on any conduction paths. Hi-pot tests passed between conductors.